Manufacturer narrative:
Evaluation of the returned sendit delivery device (sendit) confirmed a fracture on the distal end and revealed that the device was tapered on a portion the distal fractured segment. If the sendit is retracted against resistance, the device may begin to stretch, taper and subsequently fracture. Based on the reported complaint, the loop in the patient¿s anatomy may have contributed to resistance during the procedure. The returned non-penumbra guidewire was also confirmed to be fractured on the distal length, and bends were present on the distal end. Evaluation of the returned red72 silver revealed stretching on the catheter. There was no reported allegation on the returned device. Therefore, this damage may be incidental, and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a sendit delivery device (sendit), a penumbra red 72 reperfusion silver catheter (red72 silver), a benchmark bmx96 access system (bmx96), and a guidewire. It was reported that a loop was noticed in the internal carotid artery (ica). While advancing the bmx96 to the target location, the physician experienced resistance, but continued to use the bmx96. The physician advanced the red72 silver, sendit, and the guidewire through the bmx96 to the target location. The sendit and the guidewire were removed from the patient to initiate aspiration. The physician successfully completed one pass and noticed that the the distal end of the sendit and guidewire were aspirated along with the clot into the penumbra engine canister (canister). All parts of the sendit and the guidewire were removed from the patient, and the procedure was completed at this point. There was no report of an adverse effect to the patient.